Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ascqs0095 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that by medical order and with sterile technique, an implantable catheter control laboratory is taken and leakage is observed between the connection of needle equipment. There is no input data (implantable needle number 22, placed on (B)(6) 2019."